Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated remaining longevity decreased more quickly than expected. A request was made to have data from this device analyzed. Data analysis confirmed normal battery depletion and longevity has already exceeded expectations. The voltage has now to fallen closer to the expected level, this swing results in a rapid change in the longevity projection. The labeled replacement recommendations apply. The device remains in service and no adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced with a competitive implantable device and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Investigation conclusion: this device was not returned for evaluation. As such, physical analysis has not been conducted in our laboratory. Analysis of the device data confirmed a higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. Device technical analysis: this product was explanted and was not returned for analysis. As such, laboratory analysis has not been conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.